Event description:
38 year old to ER with 3 day history of chest pain, sob & abdominal pain on 2/5/92. Cool & clammy with barely palpable pulses. Intubated anad swan ganz inserted. Taken emergently to heart cath for lt heart cath & intra aortic balloon pump placement. 9.5 datascope iabp catheter was inserted. Pump registered low augmentation. A 9.5 mansfield sidewinder iabp catheter was inserted with same low augmentation. Taken emergently to surgery for CABG. CABG done. The patient could not be weaned from bypass due to "severe pump failure"device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: foreign material contamination, failure to follow instructions, incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, device temporarily removed from service. The device was not destroyed/disposed of.